Event description:
The facility's biomed tech reported an infusion pump with fail code 812:02. The hosp rep did not have info regarding reports of any pt incident involving this pump since the last baxter service event.